Event description:
It was reported that the patient experienced a low blood glucose event confirmed by fingerstick at 65 mg/dl without symptoms, treated with oral glucose gel, with subsequent fingersticks showing increases to 82 mg/dl and then 98 mg/dl; the cause of the hypoglycemia was unclear, and troubleshooting and education on proper low glucose treatment were provided. Symptoms included an asymptomatic hypoglycemic blood glucose measurement. Outcomes included recovery after self-treatment and continued monitoring at home without medical intervention. Investigation included case review and patient coaching on the 15-minute recheck protocol for low glucose. Investigation of this case revealed no device malfunction or component issue identified based on the reported data and patient response to oral glucose. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.